Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8709, lot# l63762, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient had two catheters and asked if a person could have two catheters. The old catheter was not removed all the way and it fused/wrapped around the new catheter. The new catheter was yanked and it came out of the intrathecal space. The catheter could be seen using fluoroscopy. The patient stated that the ¿morphine spread all over the place instead of the intrathecal space¿. The patient wanted to know how long she could go without surgery with the catheter problem. The integrity of the catheter was checked last year and it had disintegrated so they replaced the catheter (reference regulatory report # 3004209178-2015-16656). This year the patient wasn¿t feeling well and the catheter study showed the catheter was yanked out. The patient reported double vision, nausea, and headaches. The pump has been off for 1 month and the patient was receiving oral morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.